Event description:
During implant procedure, the physician was unable to advance the guidewire into the left ventricular (lv) lead. A new lead was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The guidewire was inserted through the proximal end of the lead and was restricted at the s-curve region due to kinked inner coil. The cause of the reported event was isolated to procedural damage.